Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure their vividimage 4k surgical display was "showing lines." The procedure was completed successfully. No report of injury.